Event description:
It was reported that the patient was status post multiple anterior posterior lumbar surgeries. He had laminectomy decompression l3 to s1, anterior posterior fusion l3 to s1 and non segmental instrumentation, l3 to s1. He presented with severe and debilitating low back and radiating leg pain. Imaging demonstrated severe adjacent level disk degeneration, scoliosis, and stenosis at l2-3. The patient underwent anterior lumbar interbody fusion with rhbmp2/acs followed by posterior exploration of fusion, removal of hardware and re instrumentation up to l2-3 with posterolateral fusion. The products used during the procedure are as follows: nuvasive xlif cage to l2-3; rhbmp2/acs to l2-3 alif cage; grafton putty to l2-3 alif cage; depuy expedium pedicle screws and rods to l2-3; crushed cortico cancellous allograft, 15 ml and grafton putty, 5 ml to posterolateral fusion. At an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4): neither device nor the applicable imaging studies returned to manufacturer for evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.